Event description:
Head study was scanned on the dual (male). Mastoids study was scanned previously on the quad (female). Operator printed male's head study from scanner. It was fine. He needed to print windows. He used the mxview workstation (nt, with version 4.0 software), added images to the master filmer, changed to bone windows, and printed. Film came out with the correct images, but the wrong name. Woman's name, and the same table location was printed on all images. Operator tried filming the study again from the mxview (without logging out). Added images to mf, changed to bone windows, put layout to 1x1 so he could see the name. Correct name was displayed in master film on the screen. Changed back to 20x1 layout, and printed. Film came out with wrong name again.